Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported via implant card that the patient underwent a full revision of generator and lead due to high impedance. The suspect product was received for product analysis. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was com on the explanted generator. The generator was pulse-disabled due to battery depletion. It was determined through a review of the programming history database that the patient's device had not been disabled as originally reported. Product analysis was completed on the explanted lead. The electrodes were not returned. Setscrew marks were found on the connector pin, which indicates that at one point in time there was a good electrical and mechanical connection between the lead and generator. After the electrode bifurcation, a lead fracture was found with coil dissolution. The lead fracture was examined with scanning electrode microscopy and pitting, residual material, and mechanical damage was found. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. No other anomalies were found. No further relevant information has been received to date.

Event description:
It was reported that the vns patient¿s device showed a high impedance condition (impedance value >= 10,000 ohms) during an office visit on (B)(6) 2015. The patient¿s device was subsequently disabled. X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. No known surgical interventions have occurred to date.